Event description:
A malfunction occurred with the pump, as reported by the distributor rubin medical ab in sweden. There was no adverse impact on the customer's blood glucose level, which did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support arranged for a replacement pump to be sent and instructed the customer to use multiple daily injections (mdi) as an interim measure. The customer was also guided on how to put the malfunctioning pump into storage mode and instructed to return it using a pre-paid label within 10 days.